Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a plastic surgery procedure on an unknown date and suture was used. Following the procedure, the suture broke after leaving the facility. It was not reported if the physician repaired the broken suture. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
It was reported that this device was not involved in an event and it is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.